Manufacturer narrative:
During evaluation the cable met all testing specifications and no problems were found. No further investigation of the cable will be performed. The device was scrapped by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord caused the handpiece to run without activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the tps handpiece cord caused the handpiece to run without activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.